Event description:
It was reported tha the fiber was twisted at 9 minutes and 54,612 joules of use. The procedure was completed with a second fiber. Patient outcome: "no damages to patient".

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The metal cap exhibits moderate char. The glass cap exhibits sever devitrification. The capt exhibits white substance deposits. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.